Event description:
It was reported that the user¿s sensor indicated an urgent low glucose of 37 mg/dl, preceded by a meal announcement around 67 mg/dl, after which the user consumed a sandwich and sweetened coffee and declined further follow-up while stating the glucose was rising. Symptoms included feeling hot and sweaty, consistent with hypoglycemia. Outcomes included the need for immediate carbohydrate intake using oral glucose sources. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no confirmed device malfunction or component failure and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.